Event description:
Patient was brought back in for surgery. The lead pin was found to not be full inserted past the second connector block in the generator header. Pin was reinserted and diagnostics were reported to be okay. Set screw was tightened and impedance was ok. No further issues were observed.

Manufacturer narrative:
H3. Device evaluated by MFR? - correction - device evaluated by MFR? Should have been included in initial MDR.

Event description:
No lead replacement has occurred to date. Explanted generator was being sent back for analysis. No additional relevant information has been received.

Event description:
Patient was interrogated and lead impedance was high (62;9000 ohms). Patient had a xray performed in case of lead fracture. It was later reported the lead pin was thought to be loose. No lead fracture was observed in xray; however, was difficult to determine. No known surgery has occurred to date. No additional relevant information has been received.